Event description:
It was reported to nuvectra that during post-anesthesia care unit (pacu), the patient experienced a hematoma and lost feelings to the legs following the permanent implant. The patient received an emergency procedure to remove the hematoma. Subsequently, the stimulator and lead were removed due to the lead not staying in place following the laminotomy procedure.